Event description:
A malfunction was reported with the display of malfunction code 16-0x20e6. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within normal range. The customer attempted to address the problem by resetting the pump with assistance from technical support, but the malfunction code recurred. Consequently, technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy.